Event description:
The ge oec 9800 fluoroscopy system had several occasions where the collimator would close down when moving from ap to lateral positions.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the low voltage power supply was below the threshold of 5 volts and was adjusted to specification. All pcbs were re-seated, and the isolation transformer connections that were loose, were tightened appropriately. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.